Event description:
The customer was hospitalized for high bgs. It was stated that the cannula was bent. The customer was using the soft=set, but pt switched over to the quick set and problems since then.